Event description:
It was reported that prior to a stent placement procedure, the stent was allegedly broken. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. The lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned sample was found with loaded stent and locked safety. The grip shells are separated at the proximal end but still correctly mounted at the distal end so that a gap is present between the shells in the luer section. The catheter part was found without deficiency. A break could not be found on the grip shells even on the connection pins, they were only separated from each other at the proximal end. One provided image demonstrates the grip matching the condition of the returned sample correctly fixed to the tray; the gap on the image is smaller compared to the gap on the returned sample which is considered being related to the sample return. The investigation leads to confirmed result for separation of the grip shells at the proximal end. A manufacturing related issue could not be found. Based on the investigation of the provided information, the investigation is closed as confirmed for separation of the grip shells at the proximal end. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used.' H10: g3, h6 (device) h11: b5, d4 (unique identifier (UDI) #), h6 (patient, method, result, conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the stent was allegedly broken. There was no reported patient injury.